Manufacturer narrative:
Evaluation: the iab was received for evaluation with the tip portion of the extracorporeal tubing absent from the device. The balloon membrane was completely unfolded. Laboratory examination on the returned item revealed no defects. Underwater leak testing revealed no leaks in the iab. After a laboratory extracorporeal tubing was attached to the y-fitting, the iab was placed in a test chamber having a 75 mmhg back pressure to simulate the pressure within the aorta. The iab fully inflated and functioned normally when attached to the system 90 iabp in the laboratory. No alarms were triggered on the pump. After 2 minutes of pumping, pressure strips were recorded. The strips confirmed that the balloon fully inflated and deflated laboratory examination revealed no defects in the returned iab. Probable cause of difficulty: no leak was found in the iab to cause the excessive alarms. It was not possible to determine the cause of the rpt'd difficulty based on the event description and examination. In general, excessive alarms may be attributed to one or more of the following: a temporary kink in the catheter tubing may have prevented the flow of helium into and out of the balloon membrane causing the pump to sense a "loss" of gas or to display "catheter fault". Manipulation of the balloon catheter may have alleviated the problem. There was a loose connections between the iab and the pump or between the pump and the safety chamber. Checking these connections may have alleviated the problem. The pump may have needed servicing.

Event description:
Check "iab catheter" and "rapid gas loss" alarms sounded from the pump. Blood was noted from the lumen into the sheath at the time of insertion. No second was inserted. On 6/25/97, datascope was notified that as a result of the event, the pt had a hematoma and was stable after the event on inotropes. Event complications: unk - rpt'd 4/30/97; hematoma - rpt'd 6/25/97. Pt current status: stable - rpt'd 6/25/97.